Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the arm for between 25 to 36 hours. During pod wear, the patient experienced redness and skin irritation at the site, which appeared concerning for infection. Medical attention was sought on (B)(6) 2026, while the pod was still in place. The treating provider prescribed fenistil for the irritation. Upon pod removal, the site appeared red and irritated. Blood glucose remained within normal limits at 200 mg/dl. The diagnosis specific to the event was skin irritation.